Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen to have some cardiac ectopy in the days following their left ventricular assist device (lvad) implant on (B)(6) 2022. The patient's internal cardioverter defibrillator (ICD) was interrogated and found to have a non-functional left ventricular (lv) lead. The patient was started on an amiodarone drip then transitioned to oral amiodarone. An angiogram was performed on (B)(6) 2022 due to underlying coronary artery disease (cad) and ventricular tachycardia (vt) was identified during the procedure. The patient was found to have 99% mid left anterior descending artery (lad) lesions that required staged percutaneous coronary intervention (pci) revascularization on (B)(6) 2022 and mandatory antiplatelet therapy. The lvad was functioning as intended although it was noted pump speed was decreased to 5100 rpm on (B)(6) 2022 due to hypotension. The cause for said hypotension remained unclear.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported cardiac arrhythmia and patient conditions could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.